Event description:
Patient arrived on friday (B)(6) 2021 to have his 46 hour fluorouracil pump taken off. When he arrived, the rn noted that none of the drug had infused, but the pump was hooked up correctly and the lock removed. The provider was contacted and the decision was made to not compound/administer another 46 hour pump. Avanos homepump c-series elastomeric pump (c270050), 270ml, 5ml/hr. Lot 30103847. It appears to be a different lot than the one that happen a few weeks back. FDA safety report ID # (B)(4).